Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR/batch history review could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. Concomitant product evaluation was not performed as the issue of using expired tape is unrelated to a concomitant product. Retains analysis and lot trending were not performed as the lot number was not available and there is sufficient information to determine user error as the cause. The assignable cause of the issue can be attributed to user error. The customer stated the reported issue resulted from using tape that was set aside for training and had expired. The issue was self-identified and the tape was discarded. The issue will continue to be tracked and trended.

Event description:
A customer reported using expired sterrad® chemical indicator tape to process a sterrad® cycle. The affected load was released and used on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured.